Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer tried some batteries but the pump was not responding. Customer stated that insulin pump had crack bottom and side of the pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up with a blank display due to a huge piece of the battery threads which cracked. As a result, the battery cap is not making good contact with the battery. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to the blank display. Device had cracked battery tube threads, cracked case corner of belt clip rails. Device p-cap or test reservoir lock in place properly.